Event description:
It was reported that the free luer on the disposable pressure transducer detached when the customer tighten the connection between dpt & three way stop cock before use.

Manufacturer narrative:
The device was not returned for evaluation.